Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to a leak in the cuff component that started approximately 5 months prior. The existing device was explanted and replaced with a new aus. No patient complications were reported.